Event description:
This lead was capped due to fracture, bipolar lead impedance greater then 2500 ohms and unipolar impedance was 2340 ohms. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.